Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing , the device's screen was white and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.